Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that golvo 8008 lowbase had power cord coming out of wall into pigtail melted / stated electrical fire occurred. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.